Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4) product type implantable neurostimulator product ID (B)(4) serial# (B)(4) product type extension product ID (B)(4) (B)(4) product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that it was believed that the high impedances were due to the old extension. The high impedances were resolved after the replacement of the old extension for the new extension and new ins. Another device was opened due to the high impedances and the replacement of the extension. The device would be returned for analysis. It was said to be noted that the patient's high impedances were high prior to surgery. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 7482a, serial# (B)(4), product type: extension. Product ID: 7482a, serial# (B)(4), product type: extension. Information references the main component of the system. Other relevant device(s) are: product ID: 7482a, serial/lot #: (B)(4), ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that there was a bilateral ins replacement due to normal battery depletion. High impedances were seen on the right side prior to the surgery and confirmed in pre-op. On the right side: ins at eri (normal battery depletion). High impedances had been seen prior to surgery. A new ins was opened and attached to the extension and impedances were still high. The ins was then replaced with a newer model, and because of that the extension was also changed. There were on further complications reported.